Event description:
Foley was placed, balloon inflated to 5 cc per packaging. Pulled lightly on catheter to "seat" balloon in bladder. Foley slipped out and balloon noted to be broken. Patient then catheterized successfully/without incident with different catheter.